Manufacturer narrative:
Lot #: there are two potential lots reported h20a09054 or h19j22078. Initial reporter address: (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector of a minicap transfer set was separated from the mainbody of the twist clamp. This was noticed during use of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was performed with the naked eye noted a female connector separated from the main body. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The insert was not present on the female connector however, there was evidence that one was previously present. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.